Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom sensis xp system. During a clinical procedure, the customer reported ECG was no longer available and there was no connection to the signal input box. A system restart was attempted to correct the problem, however, it was unsuccessful. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. A hardware failure was determined as the cause for this event. The sib did not receive input signals and the ECG was lost during examination. The loss of connection to the sib was caused by a specific hardware problem with the seating of the pci cards in the sib. The sib is connected to various measuring devices like ECG, spo2 or bp via measuring cables. The respective cables are then transferred from the sib to the axiom sensis for processing and further sent for display. The failure was identified during trouble shooting by a siemens service engineer and resolved by properly reseating the pci board in its socket. The system has been returned to clinical operation and no further actions are to be taken at this time.